Event description:
The customer obtained lower than expected gent, and lower and higher than expected iga quality control results, using the vitros 5600 integrated system. Gent: biorad l2: 4.22 ug/ml vs. 7.8. Iga: protein performance verifier I: 42.112 mg/dl vs. 87 or 92.0 (unclear which lot of control fluid was used). Protein performance verifier ii: 119.392, 305.754 mg/dl vs. 182. Protein performance verifier iii: 61.9114 mg/dl vs. 374. Biorad l2: 137.691, 145.052, 132.633 mg/dl vs. 209. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm as a cause of this event. (B)(4).

Manufacturer narrative:
The investigation determined lower than expected gent and lower and higher than expected iga quality control results were obtained using the vitros 5600 integrated system. The most likely root cause of this event was analyzer related. An ocd field engineer performed service actions to the uia metering and cuvette incubator subsystems. Acceptable vitros gent and iga performance was observed after service actions were completed. There is no indication that the vitros iga or vitros gent reagents had malfunctioned.